Event description:
As reported via legal documentation the patient had a left knee replacement. Approximately 83 months after the initial procedure the patient had a left knee revision. The patient was experiencing loosening of the femoral component, instability, prothesis wear, synovitis, joint effusion, joint laxity, ambulation or postural, difficulties, osteolysis, discomfort, muscle weakness/atrophy, and implant pain. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2023-01876, 1038671-2024-04700 multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01876. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.